Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 captures the reportable event of the catheter-guide was removed using biopsy forceps.

Event description:
Note: this report pertains to one of three devices involved during the same procedure. Refer to manufacturer report # 3005099803-2024-01735 and 3005099803-2024-01736 for the associated device information. It was reported to boston scientific corporation that a naviflex rx delivery system was used in the biliary to treat a hilar stricture due to cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During scheduled removal, it was noted via intra operative imaging that the 2 previously implanted stents (subject manufacturer report # 3005099803-2024-01735) and (subject of manufacturer report # 3005099803-2024-01736) were occluded. The occluded stents were removed. Another advanix biliary stent was successfully implanted. However, during stent deployment, the naviflex system (subject of this report) was detached and remained inside the stent. The detached naviflex system was removed using biopsy forceps, and the procedure was completed. There were no patient complications reported as a result of this event.